Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cement was not able to be used due to possibility of not being able to create good quality cements during the tka surgery on (B)(6) 2019. The 2 packs of cements (p/n: 3070040) were put into the syringe (p/n: 831215) and commenced mixing according to the procedure while vacuuming. It was confirmed that a certain amount of liquid was flowed to the foot pump direction in the vacuum tube when about 1 minute passed, so the surgeon decided not to use the cements. The surgery was completed by using alternative cements and syringe within a 30 minutes surgical delay. There was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.